Event description:
Customer reported a malfunction alarm identified as malf 3 on their insulin pump, with no notable events occurring before the issue. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use a backup insulin pump to ensure continued insulin delivery. Technical support arranged for a replacement pump to be sent, provided instructions for putting the faulty pump into storage mode, and requested its return via a pre-paid label within 10 days.